Manufacturer narrative:
This report is submitted on april 17, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to incorrect device placement. The patient was re-implanted with a new device during the same surgery.